Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had high impedance on lead contacts 9 through 16. As a result, the lead was explanted and replaced. The new lead was tested and all impedances were ok. The patient was programmed with burst post op.